Event description:
Upon receipt of additional information it has been determined that this device is not under zimmer biomet reporting responsibility.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device is not under zimmer biomet reporting responsibility.

Manufacturer narrative:
(B)(4). Device product code: mai. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a ligamentoplasty, a resorbable interference screw broke in the patient's tibia. The broken part of the screw remained in the tibia, it was not removed because it was absorbable. The strip holds enough. No clinical consequence. Attempts have been made and there is no further information at this time.